Event description:
Htis pt experienced a restenosis of a previously placed cypher stent in the lad approx six months after implant. This was treated with re-ptca and the placement of an additional cypher stent. Pt with a past med history of silent ischemia, hypertension, lipid metabolism abnormality and diabetes, was electively taken to the cath lab for investigation and treatment. Medications administered prior to the procedure included; aspirin (100mg/day) and ticlopidine (200mg/day). The lesion is a concentric, discrete, type a, de novo lesion of either the mid left circumflex branch (dist lcx) - there are conflicting details. This was a slightly calcified, bifurcating lesion with no thrombus present. It is 20.87 mm in length and non-tortuous. 1:1 vessel sizing = no. The lesion was pre-dilated with a 3.0 x 12mm balloon (MFR unk at 14 atms (inflation time unk). A cypher 3.0 x 23mm was deployed at 14 atms for 31-60 seconds. Post-dilation was conducted with a 3.5 x 12mm balloon (MFR and inflation time unk). Ivus was conducted timi pre and post-procedure was 3. It is unk if any heparin was given during the procedure. However, the aspirin and ticlopidine were continued during and after the procedure. There is no indication of any procedural complications. However, the pt is not discharged from the hosp until 2 months later, due to additional non-cardiac workups. Seven months following the index procedure, the pt notes exertional chest pain. Repeat angiography is performed that reveals in-stent restenosis at the proximal end of the cypher. The stenosis is 82.5%. The lesion was pre-dilated with a 3.5 x 23mm at 12 atms for 30 seconds. A cypher 3.5 x 23mm stent was deployed at 16 atms for 35 seconds. Post-dilation was conducted with a 3.5 x 23mm balloon at 20 atms for 50 seconds. Residual stenosis was 0%. There is no indication of procedural complications. The pt was discharged from the hosp 14 days later.